Manufacturer narrative:
The device memory log recorded 53 manual power ups between (B)(6) and (B)(6) 2015. The technical log showed that on four occasions the device was attached to a patient as an in range patient impedance was measured each time. No shock was advised during any of these events. The technical log showed that on several occasions a child patient prompt was given. The first child patient prompt was given on (B)(6) 2011. It is reasonable to conclude that devices returned for the reported fault may be attributed to a reed switch failure. During the investigation the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. This would indicate failure of the reed switch and would confirm the reported fault. The device was capable of delivering therapy I however the shock energy may have been reduced for higher impedance patients due to the device powering up in paediatric mode and the ability of the device to detect patient impedance would have been compromised. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit has child audible with adult pad-pak installed.